Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close the foot could not be confirmed/tested due to the condition of the returned device. The reported ¿device became stuck and could not be removed¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was confirmed. Analysis of the returned proglide device found that the posterior foot was separated and not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, force was used in the attempt to remove the device. It should be noted that the electronic perclose proglide instructions for use (eifu) states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The investigation unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch reports, follow-up with the account was performed. It was confirmed there was no reported incision to the abdomen (access site cut down only) and although the proglide complication and resultant surgery may have attributed to the patient¿s morbidity, the physician does not believe the proglide is the reason the patient expired. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported guide break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of unspecified tissue injury (vascular injury) is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Reportedly, force was used in the attempt to remove the device. It should be noted that the eifu, states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied was circumstantial in attempts to remove the device and did not directly contribute to the device entrapment (foot caught on tissue or suture). The reported difficulty retracting the foot and device entrapment appear to be related to interaction with the patient tissue or the suture. The reported guide break appears to be related to handling and manipulation during attempt to remove the device. The reported patient effects of occlusion, tissue injury (vascular injury) and diminishing pulse are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b2: outcomes attributed to ae changed from death to required intervention. H1: this was deemed an "unrelated" death by physician; therefore, changed from a death report to serious injury h6: removed health effect-impact code 1802

Manufacturer narrative:
The device was previously received. Investigation is not yet re-completed. A follow up report will be submitted with all additional relevant information. H1: type of reportable event updated from serious injury to death.

Event description:
Subsequent to the previously filed medwatch report, additional information was received from the patient¿s relative. Post procedural complications had occurred with poor wound healing. The patient's mobility reduced and he didn't attend pre-existing appointments for cancer and ultimately expired on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported the patient presented with st elevated myocardial infarction (stemi). This was a closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the lever was close to retract the proglide foot and when attempting to remove the device from the patient anatomy, it became stuck and could not be removed. It appeared that the foot of the proglide must not have fully retracted. Force was used in the attempt to remove the device and the guide of the proglide device separated but was still held together by the actuator wire. There was laceration of the vessel. The patient was taken to the operating room for emergency surgery. Cut down surgery was performed to remove the proglide device and to repair the vessel. There was a clinically significant delay in the procedure. Hospitalization was prolonged and the patient remained in the intensive care unit (ICU) due to the event and other comorbidities that were being monitored as well. No additional information was provided.